Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be available.

Event description:
It was reported that before surgery the removable plate was noted to be damaged. Another device was used to complete procedure, and no harm or delay were reported as it relates to this event. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the unit was reported and confirmed to have a bent comb. The device failed the sample graft mesh test. The comb was replaced and resolved the reported issue. It was noted that the device has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is complete and no additional information is available.